Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a broken gauge that would not read the psi (pressure per square inch). It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. No additional information provided.